Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: "battery life" issue was not duplicated during investigation black box shows evidence of a voltage drop resulting in a low battery warning and a replace battery alarm. Power on reset events followed after the clearing of the replace battery alarm. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. Current draws within specifications. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump.